Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6)regarding a patient treated in a staged operation with a femoral liss plate implant and a reamer irrigator aspirator ria. In mid (B)(6) 2012, the surgeon conducted an acute leg lengthening procedure, approx 3cm. It was noted that the patient already had a long stem hip prosthesis implanted in a prior surgery, unknown date. A 5-hole ss df liss plate was used with locking screws distally and locking screws proximally. The surgeon plated to the level of the long hip stem. On (B)(6) 2012, a second operation was conducted to obtain graft from the contra lateral femur using ria procedure. This graft was then used to fill the void from the acute lengthening procedure. On (B)(6) 2012, the surgeon revised the liss plate fixation because the proximal locking screws had started to pull out. The liss plate was removed without incident; the patient was re-shortened and then fixed internally with an 8 hole va condylar plate with cables and periprosthetic screws proximally. At this case, it was also revealed that the patient had a long gamma nail implanted, unknown date, in the opposite femur due to a long spiral fracture that occurred in the postoperative period following the ria procedure. Reportedly, the revision procedure was completed without complication and with no adverse event reported to date. This is report #4 of 4 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional narrative: device history records review has been requested. An investigation could not be completed and no conclusion could be drawn as the device was not returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.